Event description:
It was reported that the pump has alerts error 45986. The event occurred during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump has alerts error 45986¿ was confirmed through pump power up test and was also found in the event log. Cleared system fault, performed occlusion test and system fault did not return. The probable cause was unknown. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.